Event description:
Got a "red" alert on my omnipod 5 and had to change my pod immediately wasting 50 units of insulin. Often times the pod quits working entirely. Very inferior product. Works very slowly. Health care professionals can't get settings correctly.